Manufacturer narrative:
Date was not provided.: no lot number was provided and without a lot number the expiration date and manufacture date can not be determined. (B)(6). Devices placed on the market before may 28, 1976 are considered pre-amendment devices and were not subject to a 510 (k). FDA just recently exempted surgical drapes under kkx product code from 510 (k)'s.

Event description:
A doctor reported that a male patient had a total knee surgical procedure sometime in 2015. The patient's knee was prepared with an unspecified surgical solution containing 2% chlorhexidine gluconate. A 3m incise drape was placed on patient's knee. The surgeon alleged that the drape lifted during surgery. The patient developed an infection following the surgery. No details were provided about medical treatment for the infection nor the type of infection. The hospital was using a new surgical prep and did not allow it to dry prior to placement of the drape. Product labeling does state under directions for use: "make sure skin is dry" and "apply steri-drape or steri-drape 2 incise drape to thoroughly dry intact skin."